Event description:
Patient implanted in the upper and lower vermilion borders and oral commissures in 1998. Onset of infection in perioral 01/11/1999. Patient treated with keflex in 1998 and 1999. Implant explanted in 1999.